Event description:
It was reported that the patient needed a revision because the original stem subsided.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was not confirmed. It was noted that the device is not available for evaluation due to hospital policy. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.